Manufacturer narrative:
Baxter received and evaluated the device.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported issue with the number 7 key on the keypad which was reproduced when the keypad was found to not function as expected during device evaluation. The reported issue with the number 7 key was verified. Visual inspection of the device found the symptom to be caused by physical damage to the keypad as a result of an external influence. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the number 7 key on the keypad. There was no patient involvement. No additional information is available.